Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was determined that the fuse coupling blocking and the coupling tool were defective. It was further determined that the device failed pretest for loctile (housing pins - no movement identified), safety, housing pin height, noise assessment and rotational speed. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.